Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a female pt who received super poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neurological injuries due to the ingestion of super poligrip. At the time of reporting, the outcome of the event was unk. Medical records received 05/25/2010: on (B)(6) 2008, the (B)(6) pt was seen in the emergency dept with a 2 month history of pain and tingling in her feet to the calf region. She had also had some bilateral hand tingling and generalized weakness. Her total white count was 1500 with 5% neutrophils for a total neutrophil count of about 80. Hemoglobin was 5.3, hematocrit was 18.3, mcv was 115, and the platelet count was 369000. She was diagnosed with anemia, leucopenia, and neuropathy, and it was decided to follow her on an outpatient basis. She received a blood transfusion at f/u on (B)(6) 2008, and bone marrow biopsy showed moderately hypocellular marrow with maturing trilineage hematopoietic. She was noted to have pancytopenia at that time. B12 was below normal and mma was normal. At f/u on (B)(6) 2008, it was noted that the pt's copper level was low at a value less than 10, and she was started on 8 mg of elemental copper daily. By f/u on (B)(6) 2008, the pt's hemogram showed improvement and the pt noted only mild improvement in fatigue. Improvement in the blood counts continued at f/u on (B)(6) 2008, with white blood cell count normalizing. Neuropathy showed no improvement. Blood counts were normalized by (B)(6) 2008, though neuropathy was unchanged. At a neurology visit on (B)(6) 2008, it was noted that the pt began using super poligrip four years prior. The neurologist stated the pt's peripheral neuropathy was likely secondary to zinc-induced copper deficiency and b12 deficiency and that "the history of super poligrip use then followed by peripheral neuropathy with b12 and copper deficiency is likely zinc induced from super poligrip." The neurologist recommended that super poligrip be discontinued at this time. At f/u on (B)(6) 2008, the pt continued on copper supplementation with continued improvement of her blood counts. This case was no considered as serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).